Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery. Customer's blood glucose was 177 mg/dl. Troubleshooting was performed and customer stated the alarm was resolved by changing out the infusion set and reservoir. Customer went on stating she had done four or five set changes due to recent no delivery alarms. Blood glucose was over 300 mg/dl and the customer declined troubleshooting for high blood glucose. Customer mentioned past no delivery alarms but troubleshooting was not possible. The root cause of the alarms was not determined. Customer will return the reservoir for further analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, and none were found. Ran occlusion test, and no occlusion was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.